Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. Event: upon follow up, it was reported that the patient was treated with cephalosporin (intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized and was treated with unspecified drug (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.